Manufacturer narrative:
B3: estimated based on gfe response from sales representative. This product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to an unknown reason. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the facility and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative. This product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to an unknown reason. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the facility and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient was doing well. Additional information was received stating that this scs device has not been used by the patient for years. Although the reason remains unclear, it is possible that this is due to the frequent ipg charging or an elective decision made by the patient.